Manufacturer narrative:
During failure analysis, the device overheated. The probable cause of the overheating was attributed to damaged/worn drive shaft bearings. The damaged parts were replaced and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The core impaction drill was sent in for repair due to overheating during use. No further information is available regarding the event.